Event description:
It was reported that the ilet charger was perceived not to charge the device, but during guided troubleshooting the user placed the ilet on the charger, the charger displayed a solid green light, and the device battery level began increasing, indicating proper charging when centered on the pad. Symptoms included no adverse clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included technical support review and user education on correct charging technique. Investigation of this case revealed normal device function with user technique as the likely factor, specifically suboptimal alignment on the charging surface. It was concluded that the device performed as intended and no device malfunction was identified.